Event description:
Nine months after treatment with a cypher stent in a restenotic lesion in the posterior descending artery, 100% restenosis was found. Pci was performed on this pt who presented for treatment of two lesions. The first was 98% in-stent restenotic lesion (after stent, of an unk bare metal stent) that was 30.22mm in length in an unk vessel diameter. The type c, eccentric lesion was further described as diffused, bifurcated with a slight flexion lesion in the posterior descending branch. The second was an 86% in stent restenotic lesion (after bare metal stent, product unk) in the a-v n ode artery of unk length and diameter. Pre-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Intra-procedure medications included heparin 10,000u, aspirin 100mg/day, isosorbide mononitrate and ticlopidine hydrochloride 200mg/day.